Manufacturer narrative:
Integra has completed their internal investigation on december 13, 2016. The investigation included: methods: evaluation of actual device, review of device history record, review of complaints history. Results: evaluation of returned device; the forceps failed the electrical test on proximal part of the forceps. However, this part is not in patient contact, the risk of electrical arc and so of patient burn is very low. DHR review; one non conformity related to coating / the forceps were reworked. Complaints history; no occurrence for this risk for this device - no adverse trend. Conclusion: the user burning is due to user misuse: the user was handling the forceps without gloves with monopolar device. The generator was directly connected to the user. The user burning is due to the electrical arc between the forceps and the user.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 1 of 2: other mfg report number 2523190-2016-00203. It was reported that testing the forceps at receipt, there was an electric arc at the junction of the forceps and cable. The event lead to 3 superficial round burns of approximately 2x2 mm on the users hand. Not used during a procedure.